Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 522, 513 and 490 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/26/2018 and open vial date is (B)(6) 2017. Customer has seven vials of test strips: lot#: ps2224 (five vials with same lot#) and lot# ps2188 (two vials with same lot#). Strips are not impacted by recall. Upgraded customer's discontinued products to true metrix self-monitoring system. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with fasting results 522, 513, 490, 307, and 193mg/dl.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 522, 513 and 490 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/26/2018 and open vial date is (B)(6) 2017. Customer has seven vials of test strips: lot#: ps2224 (five vials with same lot#) and lot# ps2188 (two vials with same lot#). Strips are not impacted by recall. Upgraded customer's discontinued products to true metrix self-monitoring system. The meter memory was reviewed for previous test result history: 193mg/dl (B)(6) 2017 08:15 am fasting:yes, 307mg/dl (B)(6) 2017 06:50 pm fasting:yes, 490mg/dl (B)(6) 2017 02:38 pm fasting:yes, 513mg/dl (B)(6) 2017 07:09 am fasting:yes, 522mg/dl (B)(6) 2017 07:06 am fasting:yes, memory concerns:customer is concerned with fasting results 522, 513, 490, 307, and 193mg/dl.